Event description:
During wrist arthroscopy, metal debris was noted from the arthrex shaver. During a wrist arthroscopy surgery and excision of soft tissue, multiple/numerous metal fragments were noted and captured on the pictures. Area was irrigated and surgery was completed without further incident.